Event description:
The field service center reported that the ventilator had an ln vent 1 alarm condition. It is unknown if the ventilator was connected to a patient when the reported problem occurred.